Event description:
The wrong model microelectrode was used for recording resulting in target over-shoot of approx 50mm. Electrode reference #34680 from lot 120888 was used instead of the intended mtdwbp (ar) (mp1). During surgical set-up the incorrect electrode was taken to the or as a substitution for the correct one because the correct one, which was specified by reference number on a requested equipment list, was not available in the normal inventory. The error was discovered during observation of an x-ray taken in the or after recording and before lead placement showed the electrode to be much deeper than expected. A single mtdwbp (ar) (mpi) was found in a box in a stock self in the or. This electrode was used after discovery of the error. No pt injury was reported as a result of this user error.

Manufacturer narrative:
There was no pt impact due to the incorrect use of the device. Should an event like this recur, the possibility of a serious injury or death exists. The packaging of the inappropriately substituted electrode used was inspected by the MFR rep at the facility upon discovery of the error. All labeling was correct and the or staff and the rep agreed that the error was due to the incorrect substitution at the user facility, not as a result of incorrect packaging.